Manufacturer narrative:
Block d9/g3: the angiosculpt device was returned for evaluation. Block h3: visual inspection found no unusual characteristics of the device. During functional testing, using an indeflator filled with green color dye water, the device was pressurized and at less than 2 atm, a leak was present. Under microscopic inspection, a longitudinal balloon tear was observed. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Manufacturer narrative:
The patient''s dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured at rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign- (B)(6). The angiosculpt device has not been returned for evaluation, thus no product investigation was performed.

Event description:
The angiosculpt device was used to treat the severely calcified proximal iliac artery. After the 3rd inflation at 16 atm for 10 seconds, the balloon ruptured. A new angiosculpt device was used to complete the procedure. No patient injury reported.